Manufacturer narrative:
This report is submitted on june 18, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021, to replace the initial abutment with a longer one.